Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement of 125 ohms. A review of the device data identified the measurements had been trending higher over the past year. A boston scientific technical services consultant documented the clinical observations and discussed patient options. No adverse patient effects were reported.